Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01715. It was reported that the pt (B)(6) lost stimulation when the pt touched the extension connector. The physician explanted and replaced both the pt's extensions on (B)(6) 2011. The pt reported effective stimulation was recaptured postoperative.

Manufacturer narrative:
Evaluation: results: visual analysis of the extension noted a broken wire on channel 8 of the extension header. The extension failed continuity and stress testing on channel 8. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.